Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient experienced hyperglycemia with a blood ketone level of 5.9 mmol/l. The patient felt tired and dizzy. Their parent checked their bg at the time and the cgm was reading 2.9 mmol/l while the blood glucose reading was 29.0 mmol/l. The patient was taken to the hospital and treated there with intravenous insulin. At the time of the report the patient was fine but still hospitalized (more than 24 hours). No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.